Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included bupropion hydrochloride;naltrexone hydrochloride (contrave), ibuprofen, lisinopril, paracetamol (tylenol) and phentermine. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced hypertension ("heart disorder/condition, type: high blood pressure"). In 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal), type: yeast"). On (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition, type of disorder or condition: ovarian cysts"). In 2018, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower right side abdominal pain/lower abdominal pain"). The patient was treated with fluconazole and surgery (ablation and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vulvovaginal mycotic infection, ovarian cyst, hypertension, dyspareunia, fatigue, weight increased and abdominal pain outcome was unknown and the migraine, headache and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, headache, hypertension, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received. Product indication and essure implant date updated from (B)(6) 2011 to (B)(6) 2011. Essure explant date added. Lawyer added. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal), type: yeast, migraines, headaches, reproductive system disorder or condition, type of disorder or condition: ovarian cysts, heart disorder/condition, type: high blood pressure, dyspareunia (painful sexual intercourse), fatigue, weight gain, abdominal pain and lower right side abdominal pain. Previously reported event: injury to herself was updated to pain. Event onset date were added. Concomitant and treatment medications were added. Event severity added for: lower right side abdominal pain, migraines and headaches. Event outcome added for: lower right side abdominal pain/lower abdominal pain, migraines and headaches. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.